Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagogastrectomy procedure, the device fired and didn't cut while continuing to lay flat unformed staples. There was poor staple formation and the staple line was incomplete. The reload indicator was solid and then was flashing in firing mode. They fired another reload next to the staple line to fix it. Staples fell into the patient cavity. No patient adverse events were noted.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one photograph of the complaint event. The physical product was not returned. Photographic inspection noted an incomplete staple line. The staples placed were not crimped properly. Without the physical product a definitive root cause could not be determined. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagogastrectomy procedure, the device fired and didn't cut while continuing to lay flat unformed staples. There was poor staple formation and the staple line was incomplete. The reload indicator was solid and then was flashing in firing mode. They fired another reload next to the staple line to fix it. Staples fell into the patient cavity. No patient adverse events were noted. Patient went home on day 8 which is normal time for this procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.